Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when new units, the device cannot run with 20ml syringes as they constantly go into immediate near end of infusion alarms. There was patient involvement however patient harm is unknown. Although requested, further information was not provided.

Event description:
It was reported when new units, the device cannot run with 20ml syringes as they constantly go into immediate near end of infusion alarms. There was patient involvement however patient harm is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the probable cause of the reported device had immediate near end of infusion alarms was not identified during the customer call. Escalated for pharmacy consult. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.